Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was a venous pta of the subclavian. The evercross balloon was inflated in a stenosed subclavian at the intersection of a stented encephalic vein. The edge of the stent (unknown make and model) caused the evercross balloon to burst when it was inflated to nominal pressure of 8atm. Upon removal, the balloon was determined to not be intact. No sign of balloon material was seen internally. Another balloon (non ev3 product) was inflated in the same position and it burst but remained intact. Patients arm swelling resolved and is doing well. Evaluation of the returned balloon found the evercross balloon material exhibited a circumferential tear. The tear was spiral for a full diameter and was connected with a longitudinal tear. The section of the balloon distal to the noted tear was missing including the distal balloon bond.